Manufacturer narrative:
(B)(4). Concomitant medical products - unknown head, unknown cup, unknown liner. The investigation is in process. Once the investigation is complete a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports:0001822565-2017-03464, 0001822565-2017-03465, 0001822565-2017-03466.

Event description:
It was reported that a patient is being considered for a revision procedure on an unknown day, for an unknown reason. No revision has been reported to date. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. There are no allegations of failure of the device and the initial report was submitted in error